Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device's associated multi-function cable had an intermittent connection which resulted in a loss of ECG signal. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; a zoll medical technician evaluated the device at the customer's site. The malfunction was duplicated and attributed to a damaged connector pin on the multi-function connector port. Analysis for reports of this type has not identified an increase in trend.